Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. The device was received with fluid overfilled within the fill chamber, and fluid inside the one-way valve tubing. Since the filter of the one-way valve had been contacted with fluid, the device could not be functionally tested. The outlet to the intermediary tube did not have signs of fluid inside. The white clamp was released, and the fluid drained as intended from the fill chamber. Per the instructions for use (IFU), if the tubing is kinked or the fill chamber is not positioned vertically the user may encounter issues with the fill chamber therefore are potential root causes for the fill chamber issue experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that prior to a meniscal repair procedure the customer's fms inflow tubing filled with water. The sales rep did not know why this happened. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation.